Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of a peritonitis and an area that was not cleaned before starting peritoneal dialysis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The reporter stated the cause of the peritonitis was unknown, however the area was not clean before starting pd. Starting (B)(6) 2011, the peritonitis was treated with and fortum 1 gram ip once daily and cefazolin 500 mg ip three times daily, which were ongoing. Dianeal therapy was ongoing and the patient was recovering from the peritonitis. It was not reported whether the event of area not clean before starting pd resolved. The reporter stated the peritonitis was not related to dianeal therapy. A causality statement was not provided for the event of area not clean before starting pd.